Event description:
Noses separating from the quick connectors. The quick connect remained in the wall outlet and engineering needed to immediately replace the oxygen wall outlet plate. Quick connects on flowmeters are defective. Noses falling out and flowmeters are falling off the wall. Please switch out old mq201's and replace with current ones.analysis: following a phone conversation with the user facility, it was learned that one of the failed quick connectors was from aflowmeter. The serial number indicated a manufacture date. The serial number in that time frame was in the format "fmxyymm-", where "yy" represents the year and "mm" the month of manufacture. Western manufactured ohmeda quick connectors utilizing noses made of brass covering a period of 6 years. Over that period and subsequently, western has received reports of failures involving noses separating from the body of the connector. Although the nose to body press fit connection was deemed adequate for the expected application, the various forces and pressures exerted on the connector under certain conditions could apparently weaken the connection over time and result in separation of the nose from the connector body. The number of pieces involved in nose separation failures over that period represented 0.131% of product produced. Quality department quantity: 15. Corrective actions:a formal engineering investigation was initiated to investigate this mode of failure. Following engineering lab and production testing, it was determined that changing the nose material from brass to stainless steel significantly improves the retention of the nose in the connector body. An engineering change was initiated and the nose material was changed frombrass to stainless steel. The change was implemented approximately 3 years ago. The unit being returned will be evaluated and the old version quick connects replaced with current version quick connectsat no charge. Western will continue to monitor product return data for the purposes of trend identification, potential improvements, corrective actions and/or countermeasures.